Event description:
Initial information was received from a consumer on (B)(6) 2012: an adult female with unknown medical history received treatment with poly-l-lactic acid (sculptra aesthetic) (lot# and expiration date unknown) and hyaluronic acid (juvederm) on (B)(6) 2012. Dose, frequency, and indication were not provided. The consumer reported that beginning on (B)(6) 2012, she felt fatigued and her complexion was "gray". She woke up on (B)(6) 2012, to a red rash mainly on her chest and face and a sore throat. She saw her physician on (B)(6) 2012 and was instructed to begin diphenhydramine (benadryl). She saw a dermatologist on (B)(6) 2012 and was prescribed a steroid dose pack nos and told to switch to fexofenadine hydrochloride (allegra allergy) as the anti-histamine therapy; both medications were started on (B)(6) 2012. The patient was given a shot of epinephrine on (B)(6) 2012, due to her blood pressure being extremely low and the difficulty breathing that she was currently experiencing. The consumer finished the steroid dose pack on (B)(6) 2012 and was currently on anti-histamine therapy. At the time of the report, the events were ongoing. Therapy with poly-l-lactic acid was unknown. No further relevant information was reported.